Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400 mg/dl. Troubleshooting found that the customer was having trouble with the serter and reviewed proper usage of the serter and insertion technique. The customer was also advised that the serter would be replaced.